Event description:
It was reported that the patient received notification from surgeon regarding the recall. The patient has large swelling, pain and loss of strength in hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate stem. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding pain involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.

Event description:
It was reported that the patient received notification from surgeon regarding the recall. The patient has large swelling, pain and loss of strength in hip.